Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds were unstable. The patient experienced syncope. The lead was capped and a new lead was placed on the patient's right side due to left vein occlusion. No further patient complications have been reported as a result of this event.